Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a routine vein the vasoview hemopro 2 repeatedly shut off/timed out earlier than expected. The device was allowed to cool, and an attempt was made to continue using it; however, the issue persisted. The device was subsequently removed from service and replaced with a new evh kit, which functioned as expected. There was no patient harm and no delay to the procedure.